Manufacturer narrative:
Olympus detected this issue during device servicing and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: stress problem identified. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the resection sheath to the service center with no information. During the device analysis, the service repair technician indicated that the ceramic insulating insert was broken off partially at the tip, a ceramic insulation broken off and the broken fragment was not available for investigation. There were no reports of patient harm.